Event description:
It was reported that the target lesion was located in the mid circumflex artery with heavy calcification. After an unspecified balloon failed to cross the lesion, it was withdrawn from the anatomy. The balance middleweight universal ii guide wire was then attempted to be retracted from the anatomy, however, resistance with the heavily calcified vessel was encountered during removal. Upon retraction from the anatomy, the physician noted that the transition of the guide wire tip appeared strange. It was not noted to be separated. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported irregular appearance was able to be confirmed as the tip coils were pushed distal from the solder. The difficulty retracting the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.